Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request relevant information about the harm on the facilities employee. For documentation purposes lumenis has asked if there is any physical harm on a patient or employee. The user facility stated; "there was no injury to patient or staff member, on the event that was reported to lumenis on 5-28-15. To clarify, the surgical tech involved related she felt a shock when she removed the fiber from the machine." As part of a remedial activity, lumenis conducted a retrospective review of all its complaint files from january 2015 - may 2017 which suggest that fiber connectors had overheated. An investigation of the reported event found that the reported malfunction of the fiber connector overheating was similar to a device malfunction that resulted in a potentially harmful situation (MDR# 3004135191-2017-00024). Although no injury was reported and no medical intervention was required to preclude permanent impairment, lumenis is aware that the same malfunction was alleged to have caused or continued to a serious injury (reference MDR #3004135191-2015-00026). Lumenis is reporting this event as it represents a reportable malfunction.

Event description:
A user facility reported that one (1) employee had felt a slight electric shock while removing fibers from subject device versapulse power suite 110w. It was further reported that fiber metal end connectors are "getting too hot to take off the machine". No information regarding any injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request relevant information about the harm on the facilities employee. For documentation purposes lumenis has asked if there is any physical harm on a patient or employee. The user facility stated; "there was no injury to patient or staff member, on the event that was reported to lumenis on 5-28-2015. To clarify, the surgical tech involved related she felt a shock when she removed the fiber from the machine." As part of a remedial activity, lumenis conducted a retrospective review of all its complaint files from january 2015 - may 2017 which suggest that fiber connectors had overheated. An investigation of the reported event found that the reported malfunction of the fiber connector overheating was similar to a device malfunction that resulted in a potentially harmful situation (MDR# 3004135191-2017-00024). Although no injury was reported and no medical intervention was required to preclude permanent impairment, lumenis is aware that the same malfunction was alleged to have caused or continued to a serious injury. Lumenis is reporting this event as it represents a reportable malfunction.

Event description:
A user facility reported that one (1) employee had felt a slight electric shock while removing fibers from subject device versapulse power suite 110 w. It was further reported that fiber metal end connectors are "getting too hot to take off the machine". No information regarding any injury or medical intervention to preclude permanent impairment was received.